Event description:
Customer reported via phone call to have received a check settings alarm during normal use. Customer's blood glucose was 56 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with blank display problem isolated to mother board. The insulin pump was unable to verify for alarm and check setting alarm due to blank display. The insulin pump was received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.